Event description:
It was reported that 2 1/2 weeks ago the patient, implanted in 2001, began to hear the voices of people like they have colds. Then she had loudness variation. She only hear for some seconds when she puts on her processor. The external parts were checked. An accident or trauma is not known. Telemetry testing performed in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.